Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured. This occurred during filling. The device was being filled with saline solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured between august 25, 2017 - august 26, 2017 the device was received for evaluation containing approximately 20ml of fluid in the bladder. No evidence of ruptured bladder was found. Visual inspection revealed a leak/backflow at the fill port when it was removed. The cause of the leak/backflow was due to a particle lodged under the device checkband. The particle was subsequently identified to be acrylic material via ftir spectroscopy test. Acrylic is the material of the device stressmember. This is not a foreign matter. The reported problem was verified. The cause was the acrylic particle. The cause of the acrylic particle under the checkband was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.